Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry vision, photosensitivity. The surgeon sent the patient to a retinal specialist and the retinal specialist said her eye was fine. The patient then visited her surgeon and the surgeon informed her that the lens was tipped, rubbing iris caused the issue. The patient was told she was having weak zonules. The patient had multiple second opinions and finally found a surgeon who will explant the lens and replace it with a monofocal lens. The lens explant and replaced was planned on wednesday (B)(6) 2023. Additional information was received stating that the lens was explanted and replaced with another lens. There are two files associated with this report. This is 1 of 2.